Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) rebooted the cabinet and the drawer¿s cabinet back online. The system functioned as intended after technical support specialist troubleshot the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, drawer was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) rebooted the cabinet and the drawer¿s cabinet back online. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, drawer was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.